Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly- extra wash station.

Event description:
The customer received questionable results for estradiol-e2 (est) on one patient sample. The initial est result was 1150 pg/ml, which was reported outside of the laboratory. The physician questioned the results and the sample was repeated on another analytical e module. The repeat est result was 59.26 pg/ml. The customer deemed the repeat result to be correct. There was no adverse event. The lot number and expiration date for the est reagent in use was requested, but was not provided by the customer. The field service representative (fsr) found the extra wash station was overflowing. He cleaned the extra wash station. The fsr observed the instrument performing correctly and according to specification. He also performed system checks; which were successful. He also did performance testing, which was successful. The customer performed qc, which was ok.